Manufacturer narrative:
The technician found that the side rail latch release was broken and that the bolt and pivot bushing were missing. The technician replaced the side rail latch release, pivot bushing and bolt to resolve the issue.

Event description:
Technician alleged that the side rail would not latch in the upright position. No injuries reported.